Event description:
During an atrial fibrillation procedure, the hemostatic valve did not function as intended. Another introducer was used to complete the procedure with no adverse consequences to the patient.

Event description:
Additional information confirmed this event occurred when flushing, prior to insertion into the patient.

Manufacturer narrative:
Correction: b5: additional information confirmed this event occurred when flushing, prior to insertion into the patient making this a non reportable event. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.